Manufacturer narrative:
The hospital biomed replaced the evaporator assembly. The hospital biomed replaced the evaporator assembly.

Event description:
The hospital reported that, during a case, anesthetic agent output was noted to be higher than expected. There was no reported patient injury.